Event description:
The customer was hospitalized for high bgs. The cause on their admission was unknown. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained to the customer the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. Also customer took a bolus and the pump did not record the bolus in the bolus history.